Manufacturer narrative:
As reported, a post-angiogram revealed no blood flow distal to the manta device. While attempting a contralateral wire for balloon inflation, resistance was met at the access site. Following inflation, the operator chose to place a stent. The angiograms were obtained by essential medical and confirmed a tortuous vessel and possibly a dissection. The IFU warns not to use manta in tortuous vessels, or in vessels with severe calcification. The source of the vessel stenosis is inconclusive, however as noted in the complainant report, it may have been caused by either a dissection or the toggle being deployed near calcium not previously seen on CT imaging, therefore not allowing proper positioning. Dissections are a common large bore procedural complication; therefore, it is inconclusive the cause of the dissection if related to the insertion of procedural sheaths or deployment of the manta closure device. The DHR documentation review confirmed there was no non-conformities. However, the following potential adverse events related to the deployment of vascular closure devices have been identified in the IFU: "ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.risk documentation was reviewed and the incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, documentation or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use list potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient's femoral artery used for vascular access reportedly had no calcification present and measured 8.0 mm in diameter. The manta vascular closure device (manta) deployment depth was measured and deployed at 6.5 cm. The tavr procedure sheath was 18f and the valve was 34.0 mm in size. Manta was successfully deployed according to the manta instructions for use per the reporter. A post-deployment angiogram revealed no blood flow distal to the manta device. A balloon was inflated at the closure site and a stent placed. A follow-up angiogram revealed normal blood flow past the manta. The reporter stated the operator suspected possible issues with calcium in the vessel not initially seen on the pre-procedure CT scan that may have caused the manta toggle to dislodge or the toggle may not have been parallel with the vessel wall on deployment. The patient's condition was reported as "fine."